Event description:
Reporter indicated that a vns pt underwent surgery during which the generator was repositioned due to a "pinching" sensation. Attempts for additional info have been unsuccessful to date.